Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer also mentioned a high blood glucose event of 400 mg/dl on (B)(6) 2017. Customer's blood glucose value was 170 mg/dl at the time of the call. Customer reported the low blood glucose was treated with candy. The customer has been experiencing low blood glucose for a few hours prior to calling. The customer was disconnected during the rewind/prime sequence. Troubleshooting was performed and no pump anomaly was noted. Advised the customer to monitor blood glucose and to contact health care professional to address cause of low blood glucose. The pump will not be returned for analysis.